Event description:
The customer reported that the device failed the application of a sw upgrade for an unspecified reason. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.